Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6). Batch/lot number: 7073708 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had complications from the spinal cord stimulator (scs) trial. The physician had punctured the dura resulting in cerebrospinal fluid leak and headaches. The patient required a blood patch.